Manufacturer narrative:
Based upon the complaint investigation, the assessment of the reported occlusion and associated complications was inconclusive. There was no clinical information provided for review. A manufacturing record review was performed, the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed all units have been consumed and no other units from this lot were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation, the root cause for the occlusion was not identified due to lack of clinical information. Overall, the investigation is inconclusive as to the cause of the occlusion.

Event description:
It was reported the patient had a procedure on (B)(6) 2015 with a bifurcated and an infrarenal aortic extension. Upon follow up, the patient started having intermittent claudication due to leg pain. On (B)(6) 2015 the ankle-brachial index (abi) was measured. Abi of the patient's right leg was 0.3, an occlusion of the right limb of the device was suspected. On (B)(6) 2015 balloon dilatation of the right limb of the device was performed. The occlusion due to stenosis of the limb was not resolved. A bare metal stent (e-luminexx, 12 mm in diameter and 40 mm in length, bard) was placed in the lumen of the right limb. The dilatation was re-performed and the patient was recovering. Patient was expected to be discharged in early (B)(6) 2015.